Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on receiver and it passed. A global receiver functional test was performed and resulted in no failures related to the customer complaint. Receiver data log was downloaded and reviewed, finding hardware and firmware errors. Hardware and firmware errors found in data log confirmed the reported complaint. Based on the finding of the hardware and firmware errors this is being reported. The root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver was continuously vibrating. There was no report of injury or medical intervention. No additional event or patient information is available.